Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the leads were capped in (B)(6) 2017. No additional information was reported.

Event description:
The capped right atrial lead was returned for analysis.

Manufacturer narrative:
The lead was returned due to unspecified issue. As received, only the connector portion of the lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination of the partial lead did not find any anomalies.